Manufacturer narrative:
Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. The treatment report shows a thin flap profile than a vertical gas breakthrough (the flaps were lifted and excimer laser was performed). The flap thickness cut is quite thin (100). Also, the review of the treatment report depict access fluid. The access fluid is clearly visible at the area from the inner end of the suction ring and the applanation area. A fluid layer between the applanation cone and the cornea can cause a significantly reduction of the achieved flap thickness. The root cause for the thin flap creation could be the entered flap thickness in combination with a big flap diameter and most likely fluid. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a patient with a vertical gas breakthrough. Additional information received states that there was a small area of "loose flap epi" and thin flap in the left eye.